Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that on (B)(6) 2018, the patient had charged their ins for about 4 hours but after recharging they were unable to turn stimulation on. The patient had seen their doctor but they were redirected to the manufacturer for troubleshooting. The patient had lost their programmer so they were unable to try turning the stimulation on using the programmer. They were redirected to foundation care to obtain a replacement programmer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of not being able to turn stimulation on was that the patient lost their remote when they moved. The hcp said the unit would be changed and another remote provided. The patient can now turn on stimulation after the rep charged it fully. No further complications were reported.